Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed a open wound from the ucor hfams patch. The patient described the area as rash that the area on the patch was red, raised, and extremely itchy. Patient advised no blister but some small open areas. The patient has not reached out to md and has been putting otc hydrocortisone on the affected areas. There was no alleged device malfunction contributing to the open wound. There is no indication that the patient received medical intervention. The outcome of the skin irritation is unknown.